Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited extensive phrenic nerve stimulation and had limited options for left ventricular vector. The physician elected to replace the lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable throughout and had no complications.